Event description:
The customer reported obtaining high sodium patient results and erratic quality control on their au5800 chemistry analyzer. The initial high results were not reported outside the laboratory. The samples were re-analyzed on a different au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist (cts). The customer found bubbles in tubing line 6 and leaking between electrodes. The customer replaced the tubing and performed ise enhanced cleaning to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).